Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas delivery module did not function as expected. The user used the oxygen from the wall to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.